Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had the angulation be insufficient and loose. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the air water tube and cylinder have foreign objects, the connecting tube has foreign objects, the adhesive on the bending section rubber has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the air water tube and cylinder have foreign objects, the connecting tube has foreign objects, the adhesive on the bending section rubber has foreign objects. Other issues found were: the air water cylinder has no color, the suction cylinder has no color, the plug unit is damaged, due to the wear of the angle wire the bending angle in up down does not meet standard values, and the light guide lens has corrosion. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.